Manufacturer narrative:
Cpi analysis testing confirmed premature battery depletion. The wgl cell was depleted beyond ert. The cause of the premature batttery depletion was isolated to the ic chip, which exhibited a high current drain.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) is exhibiting premature battery depletion after four months of implant. An invasive procedure was performed to analyze the system. The chronic lead (teletronics) was capped and a new lead, model 4285 was implanted. The ipg was also explanted.